Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No pump error 3 or pump error 43 alarms occurred during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 8/16/2025 there were nine (9) critical pump error alarms generated, listed below: one (1) pump error 38 alarm (22:45). Ten (10) pump error 43 alarms (between 21:47 and 23:01) . Fourteen (14) pump error 130 alarms (between 18:26 and 22:47). One (1) pump error 2 alarm (21:52) . Four (4) pump error 19 alarms (22:25, 22:28, 22:32, and 22:37). Five (5) pump error 28 alarms (21:51, 22:25, 22:28, 22:32, and 22:37) . Three (3) pump error 53 alarms (20:35, 20:36, and 22:00). Thirteen (13) pump error 3 alarms (between 20:33 and 22:47) . Twenty-nine (29) pump error 63 alarms (between 20:33 and 22:47) . The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, motor flex cable/tail, and force sensor. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing serial number label, faded end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 2, pump error 3, pump error 19, pump error 28, pump error 38, pump error 43, pump error 130, pump error 53, pump error 63 alarms are all confirmed due to moisture damage on the hardware. Missing serial number label and faded end cab address label are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor), and a pump error 3 (the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for pump error 3, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for pump error 43, and the customer was not able to clear the alarm. Troubleshooting was performed for display issues, and the customer reported that the pump was exposed to moisture. Troubleshooting was performed for labelling issues, and the customer reported that the label stickers were faded. Troubleshooting was performed for fluid in the pump, and the customer reported that no visible water in the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.